Event description:
The user stated they received questionable results for several assays on the analytical p module and provided results for one sample with a questionable bun result and one sample with a questionable creatinine result. Of the provided data, the creatinine result was discrepant. The user stated she did not know the total number of erroneous results generated. The initial creatinine result was 5.33 mg/dl. The user manually repeated the sample on another p module due to a delta flag from their lis system and recovered 0.82 mg/dl. No erroneous results were reported outside the laboratory and the repeat results were reported. The creatinine reagent lot number was not provided. The user stated there was salt buildup around the reaction disk and noticed a slit in one of the tubings connected to the rinse mechanism. The field service representative found cracked vacuum tubing and replaced it. He verified the analyzer operation by observing proper operation during initialization and mechanism checks. He ran calibration and quality control. The user ran precision testing with results within specifications.